Manufacturer narrative:
Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that after opening up the connection site following a successful advanced evaluation, prior to insertion of the implantable neurostimulator (ins), the physician had noticed a small tear in the insulation covering the lead about 1/3 the way down the lead. The physician decided to insert the ins into the pocket and run an impedance test in the operating room to see if there were any open or short circuits. Impedance was checked by the manufacturer representative and confirmed by the anesthesiologist in the operating room by looking at the programmer. The physician decided to continue with the implant since there was no impedance concern at the time of the procedure. There were no symptoms reported to have occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.